Event description:
The ventricular catheter (product ID not provided), the values over the three days of measurement were 15-17. When they closed/stopped the draining of the (csf) cerebrospinal fluid the measurement jumped immediately to 40. It was opened again and the measurement dropped down back to 14-15. Attempts at clarifying the product ID, patient impact information and additional information has not been successful despite requests.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.